Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were malformed (not complete closure). There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the jaw yielded, making the device nonfunctional. Three malformed clips were returned along the instrument in a plastic box. N an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled and ejected the remaining clips due to the yield condition. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.